Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked due to a change in morphology (amplitude dramatically decreased) when the patient was in a very specific position, laying on his left side. His first shock occurred in (B)(6) 2014; and his most recent shock was in (B)(6) 2014. Our company was notified when the patient came in for a device check a few days later. The device was tested with the patient in the same positions he received the shocks. The patient's device was programmed to primary with a 1x gain, but has been reprogrammed to alternate with a 2x gain, after running auto setup. It was noted that testing in secondary showed a large amplitude reduction as did primary. No adverse effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.